Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: ahmed, m. M., grant, h., martinez, j., thomas, j., al-ani, m., parker, a., vilaro, j., aranda, j., & chivukula, v. K. (2024). Patient-specific hemodynamic modeling to optimize lvad speed and right heart health. Jhlt open, 100190. Https://doi.org/10.1016/j.jhlto.2024.100190. Division of cardiovascular medicine heart failure, university of florida, gainesville, florida; biomedical engineering and science, florida institute of technology, melbourne, florida no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the literature article ¿patient-specific hemodynamic modeling to optimize lvad speed and right heart health¿ that the heartmate 3 (hm3) may be associated with adverse outcomes, such as hospital readmission due to left ventricular assist device (lvad) related issues or death. This single-center retrospective study evaluated 16 patients implanted with a hm3 lvad over the age of 18 who underwent right heart catheterization (rhc) speed titration as an outpatient were reviewed retrospectively. Median age was 63 years, 69% of patients were male and 75% were white. Exactly 69% were implanted as destination therapy. All patients who underwent rhc speed titration had a clinician¿guided speed increase, with a median increase of 300 revolutions per minute (rpm). A virtual hemodynamic model (vhm) prediction was built and customized for each patient based on rhc measurements. 7 patients required a speed increase while the remaining 9 patients needed a speed decrease compared to clinician-guided optimization, demonstrating the patient- specific nature of hemodynamic optimization. For their cohort of 16 patients, there was an overall congruence between clinician¿guided and patient¿specific vhm-predicted optimal lvad speeds. Exactly 75% of patients who had noncongruence (i.e., a difference of over 200 rpm between clinician-guided and model-predicted speeds) had a heart failure or lvad-related admission within 6 months of the speed titration study compared to 12.5% of the patients who had congruence. Exactly 37.5% of patients who had noncongruence died within 1 year of the speed titration study compared to 0 patients who had congruency. Specifically, 7 patients required a speed increase while the remaining 9 patients needed a speed decrease compared to clinician-guided optimization, demonstrating the patient- specific nature of hemodynamic optimization.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. No product was returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.